Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and no capture on the right ventricular (rv) channel. Historically, measurements have not been high. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suggested further testing. Attempts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received confirming this patient was re-evaluated in the office and the issues remained unchanged; no capture and pacing impedance greater than 2000 ohms. Testing with the pacing system analyzer (psa) produced the same behavior. The physician elected to perform a revision procedure and the associated competitive rv lead was removed from service and replaced. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.